Manufacturer narrative:
E1: initial reporter phone no. (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as technical failure of the patient. Hospitalization, treatment and patient outcome were not reported. Action taken with pd therapy was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.